Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the gray curve stylet looses the curve after removing from the package and it is difficult to access the desired site of implant. A new stylet was used to complete the procedure. The lead remains in use. No patient complications have been reported as a result of this event.